Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy with evidence indicating that a use error/touch contamination occurred. Although the cause of the peritonitis was reported to be unknown, the result of the peritoneal effluent culture provided clinical evidence that supports the occurrence of a touch contamination. The patient was not hospitalized for the peritonitis event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (2 gm, intraperitoneally (ip) for 14 days). On the same day as the end of treatment, the patient was recovered from the event. On an unreported date, the patient was retrained in proper aseptic procedures for performing pd therapy. At the time of this report, dianeal therapies were ongoing. No additional information is available.